Event description:
It was reported that on (B)(6) 2011, in situ measurements showed 4 electrode channels involved in 2 short circuits, and 1 electrode channel in status hi. On (B)(6) 2013, 2 electrode channels showed to be in status hi. It is reported that the pt has hit his head many times.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.